Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for patient treatment was verified. The unit's tape deck had a broken erase head wire that was repaired, but its condition did not prevent operation for patient treatment. The 2 returned batteries (lot codes not recorded) were tested and found able to deliver 25 and 19 shocks. It is not known if these were the batteries used at the scene or if they had since been recharged. No incident printout or cassette tape was provided for this evaluation. The hs3000 prompts "battery low" when the remaining battery capacity is sufficient for 2-3 shocks only. It is recommended to replace the battery immediately with a fully charged battery. The "replace battery, battery low" message prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The customer was sent a letter explaining our evaluation.

Event description:
During an incident in 1999 involving a patient, this defibrillator gave a "low battery" message after the 1st analysis but, continued to analyze a second time and shut off during the second charge cycle. The battery was changed and the unit prompted to "check patient". The patient was pronounced at a hospital. The customer said that both the batteries used at the scene had expiration dates of january 1999, making both batteries expired.